Event description:
Customer reported erroneous high accu tni (troponin I) and access ck-mb (creatine kinase - mb isoenzyme) test results were obtained for one patient sample when using the access 2 immunoassay system. The erroneous high troponin I test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The erroneous high test results for ck-mb were above the normal reference range. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were lower and within the normal range for troponin. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected into plastic lithium heparin tubes. The specimen was sampled initially from the primary tube and from a sample cup upon repeat testing. Samples were centrifuged at 4500 for 3 minutes. The patient's sample was icteric. Quality control (qc) was within specifications prior to and after the event. A system check performed on (B)(4) 2009, resulted within specifications. On (B)(4) 2009, the field service engineer performed instrument verification testing which all passed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.